Event description:
On 8/22/94, rptr inserted a contact lens in rptr's left eye. Rptr removed the lens after only 10 mins (she was only checking the color-blue). Upon removal a piece of the tinted area adhered to the cornea and would not come off. Eye was irrigated many times and piece of lens would still not move - went to see a dr and he could not irrigate lens off - had to be scraped off and found lens caused a deep corneal abrasion. It was very painful and rptr still has reccuring corneal erosions. Lens when removed was intact and a colored area of the lens had separated off.